Event description:
During the operative hysteroscopy resectoscope procedure, one end of the bard loop detached from the stem of the shaft. There were no broken pieces. All of the loop was accounted for. A storz loop was obtained and the procedure was completed without incident. Manufacturer response: for surgical cutting loop, c-max cutting loop 27f (per site reporter).